Event description:
It was reported that a bridge bolus was incorrectly performed. Old drug desired dose was entered as 2000 (the concentration) instead of the dose of 448.6mcg/day. The error was realized within a few minutes. The new desired concentration was 1000 mcg, tdv (total drug volume) was 0.485 ml and the amount of bolus was 970 mcg. Drugs delivered via the device were morphine (old: 5mg/ml, 1.1216mg/day; new: 2.5mg/ml, 1.2512mg/day), bupivacaine (new: 20mg/ml, 10mg/day) and baclofen (unknown, old: 2000mcg/ml, 448.6mcg/day; new: 1000mcg/ml, 500.5mcg/day). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8598a,serial# (B)(4), implanted: 2008-(B)(6), explanted: unk; catheter model 8596sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk; programmer model 8840, serial# unk.

Manufacturer narrative:
(B)(4).